Event description:
It was reported that a patient presented at the emergency room (ER) early on the morning of the report unable to use her right arm, which was flaccid. It was stated that the problem started ¿sometime¿ during the day prior to the report. It was reported that the patient was scheduled for a lead revision for the following day because lead had migrated. It was stated that the lead had been placed in an area where the patient had spinal stenosis. Two dates later, it was reported that the lead that migrated was a cervical lead. It was stated that the patient was going into surgery for a fractured foot/ankle. It was unknown when the fracture took place in relation to the implant surgery. It was noted that the cervical lead revision surgery was attempted but aborted because the lead could not be placed due to cervical stenosis. The patient reportedly had limited movement of the arm, but that neurological deficits remained. It was stated that the patient experienced right lower extremity paralysis which the manufacturing representatives were ¿not immediately aware of.¿ four days following initial report it was received reported that the fall and subsequent ankle fracture happened after implant, which was why the patient went to the ER. It was reported that the patient said she fell due to right-sided weakness. It was stated that the patient was able to move her right foot this morning.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v973526, implanted: (B)(6) 2013, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3998, lot # va021ax, implanted: (B)(6) 2013, product type lead; product ID 3998, lot # v973526, implanted: (B)(6) 2013, product type lead. (B)(4).